Event description:
User reported that reservoir level detector is inaccurate, causing safe flow ramp down to occur unnecessarily. There was no patient harm.

Manufacturer narrative:
During investigation, problem was confirmed and device was scrapped.